Event description:
Customer reported noticing "a lump, the size of a pea" under his skin when he removed his navigator sensor. In addition, customer also experiencing generalized body rash. Customer was seen by the doctor (internist) and diagnosed with infection at the sensor insertion site. Customer was prescribed with unspecified antibiotic cream and oral antibiotics, which is a change to customer's normal medication. Customer was also seen by the surgeon and had a CT scan and was determined that surgery is not needed. Furthermore, customer will be following up with a dermatologist. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date listed in section b-3 is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in section h-4 is the date when abbott diabetes care became aware of the event.